Manufacturer narrative:
The field service engineer replaced the clogged sample probe. Quality controls were performed and were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received control results out of limits for multiple elecsys assays on a cobas e 801 analytical unit and a clogged sample probe was identified. The customer rerun samples that were tested before the issue and received discrepant results for 19 patient samples. Refer to the attachment for all relevant patient data. The repeat results were deemed correct. No questionable results were reported outside of the laboratory. The tsh, ferritin, ft4, ca19-9, cea, sflt-1, tnt and probnp reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
Upon review of the alarm history, several alarms related to sample quality were observed. Camera images, collected by the analyzer showed disturbing material like particles or film on the sample surfaces. A review of the pre-analytical phase at the customer site determined several pre-analytical sample handling issues like too short clotting time, too long tourniquet time, insufficient tube mixing and insufficient storage during transportation. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytical sample handling.